Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Citation: eye (2011) 25, 735¿739; doi:10.1038/eye.2011.32. (B)(4).

Event description:
It was reported via journal article title: prolene frontalis suspension in paediatric ptosis author(s): k chow, n deva and sgj ng citation: eye (2011) 25, 735¿739; doi:10.1038/eye.2011.32. The aim of this retrospective chart study was to assess the efficacy of frontalis suspension using 4¿0 prolene sutures for paediatric ptosis with poor levator function. From 2000 to 2008, 23 patients (n=30 eyelids; n=13 male and n=10 female; mean age ± sd of 22.0±22.7 years) with congenital myogenic ptosis (n=17), blepharophimosis syndrome (n=5) and marcus gunn jaw-winking ptosis (n=1) underwent unilateral or bilateral frontalis suspension surgery for paediatric ptosis with poor levator function. In the procedure, a 4¿0 prolene suture was passed transversely, partial thickness, through the upper lid tarsal plate. The needle of the prolene suture was then removed. Postoperatively, patients had ptosis recurrence which included a 2 years and 2 months old patient who underwent left frontalis suspension developed recurrence at 5 months post-surgery. All patients underwent revision. One patient developed redness on one lid after surgery and was regarded as a wound infection which was treated with oral antibiotics, and resolved within a few days without long-term sequelae. The causes of these early recurrences were indeterminate in one child, knot failure (n=1), suture breakage from direct trauma (n=2; children hitting their heads when playing) and one recurrence occurred 19 months postoperatively without an identified cause. Suture extrusion was not seen in the study due to burying prolene sutures within the subcutaneous tissues and its low tissue reactivity. Prolene frontalis suspension is an effective technique for the treatment of paediatric ptosis with poor levator function.